Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "there are shadowed areas where the light is coming out". Alleged issue reported as detected during use. Customer reported no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). One (1) reusable, emerald fiber optic blade, size mac 3, was received for investigation. A visual inspection was performed on the blade to determine if the blade was damaged, abused, or any signs of misuse. None were noted. The complaint blade was attached to multiple known good, fiber optic standard reusable handles. The attachment was very easy; minimal physical effort to attach the blade. Blade engagement was smooth exhibiting no signs of problems with light transfer from the handle to the blade. Blade detachment was easy with minimal physical effort to remove from the handle. Functional testing of the recorded complaint, "light connection issues" did not reveal any discrepancies with the blade. The description (wording) lends itself more toward electrical connections. However this is a fiber optic system and the connection is restricted to a mechanical connection, and light is transferred via fiber optics. The complaint cannot be confirmed.

Event description:
Customer complaint alleges "there are shadowed areas where the light is coming out". Alleged issue reported as detected during use. Customer reported no patient injury or consequence. Patient condition reported as "fine".